Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version, 1.1.6. Cloud - smartphone operating system, 18.3. Cloud - smartphone hardware iphone14.7. Cloud - cgm sensor type g6,

Event description:
It was reported by the patient that she was wearing her pod when she went to the emergency room (ER) on (B)(6) 2025 due to faulty dexcom sensor readings. She was confused by her glucose readings and kept going into limited mode. She woke up to a low glucose alert but was actually high, over 700 mg/dl. She was diagnosed with hyperglycemia and treated with intravenous (IV) fluids and an insulin drip. The visit lasted 24 hours, and she was discharged on (B)(6) 2025. The pod cannula was inserted correctly, with no redness, swelling, or insulin leakage at the site, although the pod was bleeding when removed. She received a replacement pod and was advised to contact her healthcare provider for further assistance.